Manufacturer narrative:
The manufacturer's evaluation was based on the ventilator's downloaded event logs. The device will not be returned for evaluation.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator's downloaded event logs were sent to the manufacturer for review. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported date and time of the event was (B)(6) 2017 at 14:21 local time. The event logs were reviewed and indicate a patient circuit disconnect condition occurred on (B)(6) 2017 at 14:21:57 local time. This alarm had a duration of 2112 seconds, approximately 35 minutes, and continued to sound until the device was powered off at 14:57:10 local time. During this time frame low tidal volume, low minute ventilation apnea alarms were also logged. Although the alarms were acknowledged as evidenced by an alarm silence/reset keypress at 14:40:22, the issue causing the alarms does not appear to have been corrected. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.